Manufacturer narrative:
No pt info was available at the time of this retrospective report. The returned product did not meet specs. The device malfunction was confirmed and directly related to the reported event. Broken standoffs were rattling around inside the device. There is an impact mark on the right end cap. The device was out of calibration. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that during a spine case with a stealthstation treon treatment guidance system when used with o-arm is showing that it is off by 2-3 mm lateral. We used the apt with green tera tracker and igs screwdriver (6.35) to redirect the screw. Using navigation and the apt we verified that the screw was placed properly in the pedicle and then performed a spin. The screw had actually breached the medial canal wall and had brushed against the spinal cord during placement, causing a dural tear. At this point, we stopped the procedure and checked the pt's motor functions. All motor functions came back normal and the pt was unaffected. We then used a dural substitute to repair the tear and checked our accuracy with the passive planer blunt. Anterior and posterior were both checked on the spinous process and medial and lateral rotation were checked with the pars on both left and right sides of the affected body. Accuracy was confirmed and the stealth was functioning within spec. We then decided to place the last screw without navigation. After the screw was placed successfully, we then again checked pt motor function and everything was within the pre-op baseline.